Event description:
Event description boston scientific, crm received information that this cariac resynchronization therapy defibrillator (crt-d) device was emitting beep tones due to the right ventricular (rv) defibrillation lead that had a >125 ohms shock impedance measurement. A high energy commanded shock was delivered at 31 j and the impedance measurement was then reported to be 39 ohms. The same day this commanded shock was delivered, the patient came in with a high shock impedance again. As a result, an invasive procedure was performed, and it was determined that the df1 terminal pin was not fully inserted into the device header. This situation was corrected, and the device was reset. No adverse patient effects were reported.